Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a confirmed fracture along with oversensing, and both high and undefined impedance. The lead was reprogrammed and will be replaced in the future. No patient complications have been reported as a result of this event.